Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: during investigation, there were no power issues observed in black box. Battery compartment is cracked. The battery cap was not returned with the pump. A test cap was used for testing purposes. Test battery cap attaches securely to pump. The pump was exercised with no power issues occurring. Corrosion in battery compartment. The pump leaked at battery compartment. Pump opened; no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and a crack in the battery compartment. It was noted there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.